Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. There was some difficulty noted by the physician when they were attempting the cross septal puncture, but ultimately they were able to cross the septum and continue the procedure. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There was a small effusion that was noted to be present, but no treatment was performed for it at the time. Later that day the patients blood pressure was dropping and it was noted that the patient had a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed to drain the fluid around the heart. The drained blood was recirculated back into the patient as well as additional transfusions and fluids. Following the treatments the effusion had resolved. The patient was noted to have a hematoma at the access site and an ischemic bowel was noted. The patient was doing fine and the abdomen issue was ongoing. It was further reported that the patient passed away due to complications from the bowel ischemia.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. There was some difficulty noted by the physician when they were attempting the cross septal puncture, but ultimately they were able to cross the septum and continue the procedure. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There was a small effusion that was noted to be present, but no treatment was performed for it at the time. Later that day the patients blood pressure was dropping and it was noted that the patient had a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed to drain the fluid around the heart. The drained blood was recirculated back into the patient as well as additional transfusions and fluids. Following the treatments the effusion had resolved. The patient was noted to have a hematoma at the access site and an ischemic bowel was noted. The patient was doing fine and the abdomen issue was ongoing.